Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: the audio bolus button was found to be torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the bolus button was intermittently responsive. There was evidence of contamination found under the button key contact. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the audio bolus button had a delayed response and required hard presses to elicit a response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged button response issue.